Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving error 4 messages. Per the owner's manual, error 4 indicates that you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f) or, there may be a problem with the test strips or, the sample was improperly applied or, there may be a problem with the meter. The pt indicated that the reported issue (error 4) first occurred on the same day at 5pm. After the reported issue began, the pt reportedly was "feeling high blood sugar" symptoms. The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to know the patient's testing frequency, diabetes medication regimen, approximately how long after the product issue first occurred did you [or the patient] develop this symptom(s), the duration of the aforementioned symptoms, what treatment the pt receive to abate the symptoms, and the event that lead up the reported symptoms such lfs meter readings, food intake, diabetes medication intake, and physical activities. During troubleshooting, the customer care advocate verified that the meter was being used within the acceptable temperature range, the test strips were in good condition, the test strips were within the discard date, and the testing technique was correct. However, the reported issue was not resolved with training. This complaint is being reported because the pt claimed she was "feeling high blood sugar" symptoms after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet rec'd them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.